Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 489 mg/dl. Customer was treated with manual injection. Customer had blood glucose level of 315 mg/dl. Customer stated that there was no air bubbles and leak. The insulin pump will be and reservoir will not be returned for analysis.